Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2400 valve sets were leaking. During compounding, lipid injectable emulsion was observed leaking into ports 10/11 (nacl 30% and kcl 15%) and on occasion 15/16 (standard amino acid solutions). These leaks travel upstream slowly towards the container and occur only when lipid injectable emulsion is the ui and compounding all-in-one bags. These issues occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between july 11-12, 2024. H11: the actual device was not available; however, five companion samples were received for evaluation. Visual inspection was performed on all the samples, and the reported issue of leakage was not easily identified on any of the samples. Functional testing was performed with a main module compounding system performing all set up and actual compounding, and the leak(s) were not replicated. The products operated as intended and no issues or defects were found or encountered in the companion samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.